Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This supplemental report is to inform correction to section h9 of the initial MDR reported under 3002808148-2025-02005-00. Correction- h9 should be blank as this reportable malfunction is unrelated to fy24-omsc-06.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the led lighting is poor due to a failure of the front panel unit. A root cause could not be identified. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited the front panel lights flickering. There was no patient involvement.